Event description:
The account states left intermediate side rail will not stay up. No injury reported.

Manufacturer narrative:
The tech found the side rail latch is stuck due to a sticky substance in the latch. The tech cleaned the side rail latch and lubricated it to resolve the issue.